Event description:
Pt had skin-sparing mastectomy and reconstruction with microvascular anastomosis of lower abdominal skin flaps. Abdominal reconstruction with insertion of a mesh and repositioning of the navel. Five (5) days post op the pt reported swelling. Swelling was caused by leakage in the venous limb due to separation of the two parts of the coupling ring. Coupler ring compromised the venous part of the flap resulting in a venous thrombosis of the adipodermal graft. The flap died. It was determined that the surgeon had too much tissue in the rings thus causing the rings to not properly close.

Manufacturer narrative:
Device eval summary: both rings were examined under a microscope. One ring appears to have an excessive amount of tissue present in the ring. Tips of the pins appear a bit splayed as if they hit something flat. There is no evidence that the pins for the opposite ring penetrated through the tissue. Amount of present on one side could have caused the pins to not penetrate the holes. Ring may also have been misaligned but could not seen because of the amount of tissue. IFU precautions indicate securing two great a bit of tissue during the pinning procedure may reduce the security of the anastomosis. Coupler appears to have met specifications and not malfunctioned.